Event description:
Customer reported that a patient presented with a progressing whitish discoloration of the operative site approximately one week following a posterolateral fusion with pedicle screws. The patient received augmentin xr and bactroban cream. The wound healed. No further information will be provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.